Event description:
Front caster is wobbly.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Manufacturer narrative:
The device was evaluated by the returns department and they found that the upholstery was damaged with the upholstery coming through the seat straps.

Event description:
Front caster is wobbly.